Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was oversensing noise which led to pacing inhibition with an unknown duration of asystole. High rv pacing threshold measurements were also observed. An x-ray taken showed the rv lead may have been pulled as it was likely not fixated properly during its initial implantation. Surgical intervention was performed and the rv lead was repositioned and continues to remain implanted and in service. No adverse patient effects were reported.